Manufacturer narrative:
D4: catalog number corrected. Manufacturer's investigation conclusion: incidental findings: frayed battery strap. The reported event of a yellow alarm was confirmed with the returned mobile power unit (serial #(B)(6); however, the reported event silicone covers for the patient cable connector and the alkaline batteries already installed could not confirmed. The unit booted up and an active yellow low battery power alarm was reproduced, which was determined to be related to the alkaline batteries. Visual inspection revealed residue from what appears to be fluid on the spring contacts. The battery holder was replaced. Per service process, new alkaline batteries are added to the service bag and not installed. The silicone covers for the patient cable connector are not installed for rental units. The evaluation could not determine if the rental unit was shipped with the batteries installed. The unit passed all testing per the service process procedure and was returned to the rental pool. A root cause that led to the fluid ingress issue and alkaline batteries already installed could not be determined through this evaluation. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. Heartmate 3 patient handbook cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5, ¿alarms and troubleshooting¿ all alarm conditions are addressed. This includes low battery power alarm. Low battery power alarm. 1. Connect to a working power source (mobile power unit or two heartmate batteries) right away. See connecting the system controller to the mobile power unit on page 90. 2. Call your hospital contact right away if connecting to power does not resolve the alarm. Also under this section, mobile power unit alarms are outlined. This includes the yellow mobile power unit battery and wrench advisory alarms. Yellow battery indicator. 1. Promptly switch to two fully-charged heartmate 14 volt lithium-ion batteries. 2. Replace mobile power unit batteries (see inserting or replacing the mobile power unit batteries on page 82). Yellow wrench indicator. 1. Promptly switch to two fully-charged heartmate 14 volt lithium-ion batteries. 2. Call hospital contact. Under section 3, ¿switching power sources¿, describes steps for exchanging between power sources (mobile power unit and batteries). ¿powering the system¿, explains mobile power unit usage. Under section 8, equipment storage and care, general cleaning guidelines for all equipment . Use a damp cloth to clean exterior surfaces of the system components, as needed. Water, with or without a mild dish soap, may be used as a surface cleaner. Warning : do not allow water to penetrate into the interior of the equipment. Do not immerse equipment in water or liquid. Immersion in water or liquid may cause the pump to stop. Heartmate 3 instructions for use under section d, safety checklists, replace any equipment or system component that appears damaged or worn. Under section 8, equipment storage and care, general cleaning guidelines for all equipment . Use a damp cloth to clean exterior surfaces of the system components, as needed. Water, with or without a mild dish soap, may be used as a surface cleaner. Warning : do not allow water to penetrate into the interior of the equipment. Do not immerse equipment in water or liquid. Immersion in water or liquid may cause the pump to stop. No further information was provided. The manufacturer is closing the file on this event

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed. Section e1: reporter postal office or zip code: (B)(6).

Event description:
It was reported that the silicone covers for the patient cable plugs were missing and 3 aa batteries were already inserted upon delivery of the mobile power unit (mpu). The healthcare professional plugged the unit in and it alarmed a yellow wrench, internal malfunction alarm straight away. The unit was exchanged. The type of alarm was not identified.